Event description:
It was reported that the t-connector of three (3) interlink system t-connector extension sets "had a crack in it". Blood was visible in the sets. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.